Event description:
It was reported that during a splenic artery aneurysm embolization, an embolization coil implant encountered resistance and was retracted. The implant detached unexpectedly with half of its length still in the aneurysm and the other half in the catheter. Attempts to advance the coil in the target treatment site were unsuccessful and the coil was removed in ites entirety along with the microcatheter. There was no patient injury or intervention.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not yet been returned to the manufacturer for evaluation. If the device is received, an investigation will be performed and a supplemental report will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Manufacturer narrative:
Two unsubtracted radiographs were provided for evaluation. Both images showed a catheter/microcatheter system inserted from the upper extremity into the descending aorta and coils inside the aneurysm. The proximal end of a coil was observed still in the microcatheter, in two different positions on the two images. Furthermore, the coil appeared stretched, as the transition of opacity from coil to pusher was gradual, not sudden as would be the case normally. The cause for the coil detaching was not observed in these images. However, the investigation of the returned coil system found the implant returned stretched, deformed, and separated from the pusher inside the microcatheter as described in the reported event. The pusher was not returned for evaluation. The investigation found the implant's monofilament with a tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.